Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) with farawave 2.0 catheter to treat atrial fibrillation (a fib), the patient experienced pericardial effusion. The physician performed transseptal with versacross radio frequency (rf) wire in a non-boston scientific sheath. The physician tried three or four times using the rf puncture generator through a duomode to go transseptal before the wire crossed into the left atrium. This case was a redo pulse field ablation and the veins were mostly isolated, seen by premapping with a non-boston scientific mapping catheter. The physician ablated segmental around all of the veins, anteriorly and posteriorly, and ablated the posterior wall with farawave (fw) which was visualized on carto. The physician removed the fw and inserted the non-boston scientific catheter for post mapping. The post map showed an area on the roof the physician wanted to touch up with fw. The physician reinserted fw and within a minute, anesthesia asked to check for an effusion because the patient's blood pressure had dropped. An effusion was seen around the right ventricular (rv). Two fw pulses were given and then the transseptal was removed and the physician began the process of tapping the patient. Over the course of two hours, 2400 cc of blood was removed and at least one unit of blood was given. The effusion continued and seemed to get worse, as the fluid was building up quicker, which the physician speculated could be due to pigtail wire during the tap. Cardiothoracic (CT) surgery was consulted. The CT surgeon suggested the effusion might be coming from the right pulmonary veins. The device is not available for return as it has already been disposed of by customer.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) with farawave 2.0 catheter to treat atrial fibrillation (a fib), the patient experienced pericardial effusion. The physician performed transseptal with versacross radio frequency (rf) wire in a non-boston scientific sheath. The physician tried three or four times using the rf puncture generator through a duomode to go transseptal before the wire crossed into the left atrium. This case was a redo pulse field ablation and the veins were mostly isolated, seen by premapping with a non-boston scientific mapping catheter. The physician ablated segmental around all of the veins, anteriorly and posteriorly, and ablated the posterior wall with farawave (fw) which was visualized on carto. The physician removed the fw and inserted the non-boston scientific catheter for post mapping. The post map showed an area on the roof the physician wanted to touch up with fw. The physician reinserted fw and within a minute, anesthesia asked to check for an effusion because the patient's blood pressure had dropped. An effusion was seen around the right ventricular (rv). Two fw pulses were given and then the transseptal was removed and the physician began the process of tapping the patient. Over the course of two hours, 2400 cc of blood was removed and at least one unit of blood was given. The effusion continued and seemed to get worse, as the fluid was building up quicker, which the physician speculated could be due to pigtail wire during the tap. Cardiothoracic (CT) surgery was consulted. The CT surgeon suggested the effusion might be coming from the right pulmonary veins. The device is not available for return as it has already been disposed of by customer. Per additional information received. The patient did not have active bleeding, a hematoma was present. The patient's current status is stable.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.